Manufacturer narrative:
(B)(4). The complaint device was not returned for investigation. It was reported that the sensor insertion site was at the arm. It should be noted that the dexcom user's guide states that the sensor insertion site for pediatrics is the abdomen and upper buttocks. A root cause for the reported detached sensor wire cannot be determined.

Event description:
Patient's father contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, upon removal of the sensor pod from the patient's body the sensor wire had detached and remained in the patient's skin. The sensor wire was inserted at the arm on (B)(6) 2015. No additional event or patient information is available.